Manufacturer narrative:
Findings: pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, end cap broken off, loose/protruded drive support disk, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 170 mg/dl. The customer stated that looks like it cracked and it expands every time she rewind pump. The customer stated the drive support look flush on one side and other is sticking out a little bit. The customer was not sure how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.